Event description:
The customer reported that during a vitrectomy procedure, the system displayed an error code. The reused cassette was leaking and the infusion had locked. The surgeon decided to complete the surgery manually. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).